Event description:
The customer reported being hospitalized due to low blood glucose. The customer stated that the paramedics had been called twice since the emergency visit. Troubleshooting was performed, and time/date and bolus history were accurate. The customer mentioned that there are at least 42.0 units of insulin in the reservoir, but the status screen is indicating that there are 22.80 units left. Found all low blood glucose were because she overestimated her carbohydrates and programmed too much insulin to deliver. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.